Event description:
It was reported, that this rv lead triggered an open circuit condition, due to a high out-of-range shock impedance measurement greater than 145 ohms detected, during shock delivery. It was also noted, that inappropriate shocks were delivered, due to atrial fibrillation (af). However, therapy was not exhausted. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).